Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there is corrosion on the lg lens. There are multiple non-olympus device components including c-cover, a-rubber, a-rubber glue, camera switch #1, and insertion tube. There is play in the control knob, and the forceps elevator is heavy. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reporting during a procedure using an evis exera ii duodenovideoscope, the elevator was not functioning properly. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the use of a third party repair. This issue is addressed in the instructions for use (IFU): "troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Per the legal manufacturer, the other device defects included in the initial MDR (corrosion, non-olympus device components, control knob and forceps elevator) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.